Event description:
Complainant alleged that while performing CPR on a female pt (age unk) the adhesive of the electrode pads lifted and caused the associated defibrillator to lose an ECG signal. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.